Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 3.0x32mm taxus express2 drug eluting stent (des) appeared to have flared distal stent struts. Attempts were made to obtain additional information, however, it is unknown when the malfunction occurred or the patient's outcome is the facility had no additional information available.